Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted with another advanced bionics cochlear device. The recipient's activation went well. This is the final report.

Event description:
The recipient reportedly experienced wound dehiscence. The recipient presented with a small scab. On (B)(6) 2018, the recipient reported to the emergency room. On (B)(6) 2018, the recipient underwent a wound washout and closure with rotation of soft tissue. In march, the recipient had multiple clinic visits due to the wound not healing well. On (B)(6) 2018, the recipient underwent explant surgery and another wound washout. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Revision surgery is reportedly scheduled. The external visual inspection revealed the electrode was severed along the lead and a minor dent in the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.